Event description:
It was reported that during central processing the handheld camera head there had a plastic piece that broke off the endoscope. The customer reported event has no report of patient injury. On 9/23/2024, intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the issue was identified when the camera was opened on a sterile field. Tech noticed a part of the plastic on camera was missing. Fragment did not fall into the patient. The broken part was not returned from central processing. There was no patient injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the handheld camera head accessory for failure analysis investigation. The accessory was analyzed and the amera cable connector was found to be broken. The light guide adapter was found completely off from the connector. The light guide adapter was not returned with the camera. Found no sign of breakage on the locking tabs of the cable connector assembly. The qap (quality assurance procedure) was able to perform and passed focus test and was able to recognize all different images and targets with no issue. There was no ghosting observed when switching from different targets. A revival of logs showed no failures. Additional observations not reported by site: the camera cable was found to have cosmetic damage. The laser markings on the housing were found partially removed on both sides. The camera cable was found to have delamination on the distal bend protection.

Event description:
Refer to h11 for follow-up information.